Event description:
The customer reported that two infiltration events occurred at the facility. The nurse stated that the pt's arm was "very swollen" and the pump did not alarm for a downstream occlusion. It was reported that both events were similar, however, additional event details could not be obtained. It was also reported that the customer tested the device and the pump performed as expected.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." The available info does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the pt injury resulting from the reported infiltration. At this time, the date of event is unk.